Event description:
It was reported that there was fluid loss from the inflatable penile prosthesis (ipp) device due to a break in the tubing leading to the right cylinder. The ipp device was explanted, and a new ipp device was implanted. There were no patient complications.